Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the safety round, a leak was detected at the patient's end. After investigation, the leak was localized to the medial lumen of the central venous catheter (cvc), at the very last connector, despite it being properly connected. After disconnecting the connector, I noticed that the tip of the extension line had broken off inside the lumen of the cvc. There was no clinical consequence for the patient other than the loss of medication administration for a few minutes. The cvc was removed and replaced with a new one."